Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reported stated the insulin delivery of the infusion device is inaccurate. The customer has experienced elevated blood glucose and has been unable to resolve this by delivering extra boluses. No adverse event was reported. The alleged product was requested for evaluation.